Manufacturer narrative:
Investigation, including root cause analysis, is in progress. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutters were not cutting and he was unable to remove vitreous from the anterior chamber of the eye. The procedure was completed without patient harm. Additional information has been requested; no further details have been provided to date. There is the third of three reports associated with this event.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Two samples were returned for evaluation. The samples were visually examined using 25x magnification. Both samples were determined to be visually conforming. The samples were functionally tested for aspiration, actuation and cut. Sample 1 was conforming for all three functional tests. Sample 2 was conforming for aspiration and actuation but nonconforming for cut. Sample 2 was determined to be nonconforming for cut per specifications. The reason that sample 2 did not cut per specifications could not be determined from this investigation. The device history record could not be reviewed for these samples as no lot number was provided for the complaint. Possible root causes include handling or assembly process issues. Bending of the probe needle at any time could also cause cut issues. There is no trend for probe cut issues and the evaluation does not point to a most likely root cause. No specific action with regard to this complaint was taken because the root cause for sample 2 not cutting per specification could not be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).